Manufacturer narrative:
On (B)(6) 2014 f/u: customer stated they were doing well and that their blood glucose level was fine. The t: slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer left tubing attached to site and inadvertently delivered insulin to self during fill tubing. The customer ate carbs to cover the insulin delivered. However, customer's blood glucose level was 296 mg/dl at the time of the call.